Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes premature battery depletion. The measured battery voltage was 2.76v on september 22, 2003, with <200 ohms atrial lead impedance. One week later, the battery voltage was 2.49v.